Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure for the placement of mesh for ui on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with a hysterectomy for the placement of mesh for urinary incontinence on (B)(6) 2006 and mesh was implanted into the patient. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient experienced mesh protruding out - causing pain and could not urinate and underwent mesh revision in 2009. No additional information was provided.

Manufacturer narrative:
(B)(4).